Manufacturer narrative:
The device has been explanted and has been returned to(B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that in early (B)(6) 2017, when the recipient rolled over in bed, he heard a noise, experienced dizziness and was close to fainting. The user reported a popping /explosion sensation whilst feeling the air-pocket was deflating. This "explosion " sensation occurred without the processor on. The air pocket had gradually reduced since implantation and a minimal air pocket was observed around implant site at the previous session. Speech was unclear following this reported incident. Patient was previously performing well with the device. There was no report of impact or trauma. Information received on 25-jul-2017 stated that imaging was carried out and an electrode extrusion was seen. The patent was re-implanted on (B)(6) 2017. During surgery an air pocket was visible over the implant site. It was attempted to re-insert the same electrode, but it was noticed one of the wires at the tip of the electrode was sticking out of the silicon mold. Therefore, a new device was implanted. Patient and audiologist are happy with the progress with the new device.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the information received, the electrode was not fixated in the radical cavity. This, combined with the reported repeated _valsalva maneuver_, likely led to sudden migration of the electrode, which would well explain the appearance of the reported acute symptoms (i.e. Dizziness and deflating sound). Additionally, during some in-situ measurements and at explantation surgery, the presence of an air bubble over the reference electrode could be observed, likely due to the _valsalva maneuver_ performed repeatedly by the recipient. Damage to the active electrode observed after device removal and confirmed during investigation is most likely related to manipulation at explantation surgery. This is a final report.

Event description:
It was reported that in (B)(6) 2017, the recipient rolled over in bed heard a noise and experienced dizziness and was close to fainting. The user reported a _popping_ /_explosion_ sensation whilst feeling the air-pocket was _deflating_. This "explosion " sensation occurred without the processor on. The air pocket had gradually reduced since implantation and a minimal air pocket was observed around implant site at the previous session. Speech was unclear following this reported incident. Patient was previously performing well with the device. There was no report of impact or trauma. Information received on 25-jul-2017 stated that imaging was carried out and an electrode extrusion was seen. The patent was re-implanted on (B)(6) 2017. During surgery an air pocket was visible over the implant site. It was attempted to re-insert the same electrode, but it was noticed one of the wires at the tip of the electrode was sticking out of the silicon mold. Therefore, a new device was implanted. Patient and audiologist are happy with the progress with the new device. Additional information received confirms that 4-5 electrode contacts were extra-cochlear at explantation.